Manufacturer narrative:
The device and the packaging for the device were not returned for evaluation and no pictures were provided. The device history records for the device were reviewed and identified no deviations or anomalies. This device is used for treatment. A complaint history review found no other complaints for this device. A stock investigation found that all quantity for this lot has been distributed. This device has a potential field age of 7 years prior to being opened for use. It is unknown what handling conditions this device has endured and it is the only part from the lot with this event. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that when the package was being opened for the procedure, the inner packaging was found to be damaged. Another product was opened and used.